Event description:
Pt has a cardiac control systems inc. Cardiac pacemaker implanted on 5/96 cardiac control systems has gone out of business and there is not any technical support or equipment available. The 1-800-ccs-pace phone # is not in service. This pacemaker was found to be @ "elective replacement indicator" during a trans-telephonic monitoring test. Availability of cardiac control systems programmer could have revealed the exact battery voltage remaining and made the replacement decision more accurate.